Event description:
It was reported that the band was pierced with a suture needle as the surgeon was doing imbrication. A competitor's band was used to complete the procedure.

Manufacturer narrative:
(B)(4). Puncture. The band/balloon with 52cm of catheter was returned for analysis. A leak test was performed on the balloon with an unsuccessful result. Leak was found. Two (2) small punctures were found on the balloon on opposite side of the snorkel side. As described within the event description, these punctures were performed by the surgeon with a suture needle during the imbrication procedure. A review of the product's instruction for use (IFU) was performed with regards to placement of gastric imbrication sutures, is described within IFU. It was noted do not place sutures into any part of the gastric band. Doing so may cause balloon leakage and make the gastric band ineffective. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.